Event description:
The pt received emergency room treatment for elevated blood glucose levels and dka.

Manufacturer narrative:
The cartridge has not been returned to animas for eval. Animas has conducted an eval of a cartridge from this mfg lot and it was found to be operating within required specs. The pt's nurse stated that the connection between the cartridge and the infusion set tubing was not properly tightened, resulting in an insulin leak. The pt has continued to use other cartridges from this mfg lot with no reported adverse events.